Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). The lot number is unknown.

Event description:
It was reported by the sales rep via phone that during an acl procedure the handle and shaft of the femoral intrafix system 8 mm-8.5 mm x 23 mm, hard is getting loose. Another device was used to complete the procedure. No patient consequence or surgical delay reported.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information provided, it was reported that the handle and shaft are getting loose. The complaint device was received and evaluated. Visual observations confirm that between handle and shaft are getting loose, confirming this complaint. The possible root cause for the reported failure can be attributed to normal wear and tear. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is unknown.